Event description:
It was reported that a patient had prominent metalwork on the anterior aspect of distal tibia which led to a device removal. This event it was uncertain if it was related to the device, the instrumentation or the procedure. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the metal was palpable through the skin and it may cause skin irritation and discomfort to the patient.